Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device the water level was low, and temperature did not go up past 20 degrees. There was no patient involvement or harm reported.

Manufacturer narrative:
D9: date returned to mfg.: 11/6/2024. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿water level is low, and temperature did not go up past 20 degrees¿ was partially confirmed. During functional testing the float switch which triggers an alarm when the water level in the reservoir gets too low worked as it should but the water temperature in the device would not go past 20 degrees verifying the second part of the complaint. The probable cause was the printed circuit board (pcb). The pcb was replaced, and the device passed all functional testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. This issue has no history of associated risk.